Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) minicaps presented a missing foam sponge with povidone-iodine. The patient found this prior to use, before patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. The actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photograph was performed. Due to the perspective of the photos, it is not possible to show and / or confirm the sponge missing event. As part of the evaluation, a challenge to the process was performed, replicating a pattern of caps with sponge out and sponge missing. As result, the inspection system functioned properly identifying the cavity with the defective cap and sending the correspondent signal to the packer robot so the pattern was rejected. Based on the above was not possible to establish a cause associated to manufacturing process for this complaint. Visual inspection was performed to retention samples. Packages are completely closed without damage or stains of povidone iodine. Pouches were not open to verify if the minicaps presents sponge out of cap or missing due to this one would be a destructive evaluation, leaving these useless. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.